Manufacturer narrative:
(B)(4). Batch # 304a61. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was obtained: "could you please give more details on how the device misfired: did the device deliver any staples? Only a few partially fired if yes, were the staples formed properly? N/a if yes, was the staple line complete? N/a did the device cut? No if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please give more details on patient as is marked as " injury- yes, death - no" was there any patient consequences? No was this converted to an open procedure? No could you please clarify if was any change in the post-operative care of the patient as a result of the event? No".

Event description:
It was reported that during an unknown procedure that the stapler "miss-fired", but no further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2022. D4: batch # 304a61. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and trigger post were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.